Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the patient's symptom. It is suspected that the clinic is using incorrect lubricant (ultrasound gel). Use of lubricant other than ky jelly or ky liquid can reduce the effectiveness of the surface cooling, leading to blisters or burns. The clinic was reminded to use only recommended lubricants as specified during training and in the user manual.

Event description:
Patient developed a swollen enlarged lump/abscess in the right axilla with redness from the axilla to the elbow 28 days post miradry treatment. The lump/abscess was lanced and drained.

Manufacturer narrative:
(B)(4)

Event description:
Patient developed a swollen enlarged lump/abscess in the right axilla with redness from the axilla to the elbow 28 days post miradry treatment. The lump/abscess was lanced and drained. Update: by 86 days post-treatment, the symptoms improved.